Event description:
It was reported that the gastrointestinal videoscope had a suture stuck in the channel. The issue was found during a reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h3, h6, h11 the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: a suture was stuck in mouth guard piece for endoscopy (ks mouthpiece). Based on the results of the investigation, it is likely the following led to the malfunction: the most probable root cause of the reported malfunction was that the suture stuck in mouth guard piece for endoscopy (ks mouthpiece). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.